Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose of 50 mg/dl and 60 mg/dl. Customer¿s current blood glucose was 163 mg/dl. The customer treated with the insulin drip and carb. Customer was checked insulin pump alarmed compromised force sensor system. Troubleshooting was done for low blood glucose. Customer reported that insulin squirting out during the prime process. Customer stated that insulin did not continue to drip after letting go of the act button and the motor slowed down and numbers ramped up on the screen. The drive support cap appears normal. The insulin pump will not be returned for analysis.